Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reports during a vitrectomy procedure the system "did not advice about serum exchange." The procedure was completed using the same system and accessory with no impact to the patient.